Event description:
The customer reported that they received an erroneous result for one patient sample tested for glucose hk. The sample initially resulted as 163 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated and resulted as 90 mg/dl. The repeat value was believed to be correct and a corrected report was issued. The sample was repeated a second time and resulted as 83 mg/dl. The sample was then poured into a cup and repeated a third time, resulting as 81 mg/dl. The sample was also repeated 5 additional times for a precision check and resulted as follows; 84 mg/dl, 83 mg/dl, 82 mg/dl, 85 mg/dl, and 84 mg/dl. The patient was not adversely affected. The glucose hk reagent lot number was (B)(4) with an expiration date of 04/30/2013. The customer noted that there was something on the sample probe which may have been gel, so she cleaned the probe. The customer also noticed some gel on the sides of the tube and floating on top. The customer contacted the tube manufacturer to investigate. The field service representative could not determine a cause. He verified proper internal and external rinsing of sample and reagent probes. He verified proper rinsing and evacuation of cuvettes. He performed a check test and all results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The root cause was most likely gel on or in the sample probe and on top of the sample tube.